Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This noise was oversensed and led to pacing inhibition. It was found out that there was physical damage on the lead body. Additional information received that this exhibited product performance issue. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This noise was oversensed and led to pacing inhibition. It was found out that there was physical damage on the lead body. Additional information received that this exhibited product performance issue. The lead was surgically abandoned. No additional adverse patient effects were reported.